Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "will just stop in the middle of the night". They also stated that the pump motor is loud, and that the night nurse "noticed that milk hadn't moved" during a feeding. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint. (B)(4).